Event description:
A customer reported to beckman coulter (bec) that they observed a leak at one of the reagent probe collar washes on their unicel dxc 800 synchron system. The customer wore personal protective equipment consisting of gloves and a lab coat while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak at reagent probe b and determined the reagent probe b collar wash valve failed. The fse replaced the reagent probe b collar wash valve to resolve the leak. The beckman coulter internal identifier for this report is (B)(4).